Event description:
The customer reported that after starting the machine, the defibrillator function can't be used.

Manufacturer narrative:
(B)(4): the customer reported that after starting the machine, the defibrillator function can't be used. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.